Manufacturer narrative:
(B)(4). The customer reported that they received a fully charged battery but that the device failed to power up. Another battery was placed in this device and it powered up fine. There was no pt involvement. A new battery was sent to the customer which resolved the failure.

Event description:
The customer reported that they received a fully charged battery but that the device failed to power up. Another battery was placed in this device and it powered up fine. There was no pt involvement.